Manufacturer narrative:
The reported event of loss of ble telemetry was confirmed. Based on the available information, it was determined that the loss of telemetry was due to the device being moved outside of the bluetooth range. The device was performing per design.

Manufacturer narrative:
Correction h6: previously the investigation conclusion code should be "no problem detected".

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the implantable cardiac monitor (icm) lost bluetooth low energy (ble) telemetry connection. The ble connection was successfully reestablished. The patient was in stable condition throughout.